Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the twist clamp of a transfer set. This was noted during the initial drain of peritoneal dialysis. The patient was connected at the time of the event. The nurse added that there was nothing noted with the transfer set that could have caused the leak; however, the transfer set was replaced as a precaution. There was no patient injury or medical intervention reported. No additional information is available.